Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Medwatch report 1 of 2 (insulin pump): 2032227-2011-00725.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that he had treated himself the night before, for high blood glucose levels of 343 mg/dl. The customer stated that his wife found him unresponsive and called the paramedics. The customer also stated that he had a no delivery alarm during manual prime. Nothing further was reported.